Event description:
Boston scientific crm received information that this health care professional contacted our company requesting a device interrogation because this patient experienced a sycnopal episode. There were no allegations against device performance noted in the call.

Manufacturer narrative:
Our company representative was contacted and did not have the requested information. Should additional information become available at a later date, this event would be updated.